Event description:
Device malfunction: none. Symptoms/ae: stroke/death. Time of ae: perioperative and after the procedure. The following events was noted through a periodic article review. A study was performed to evaluate the angiographic lesion characteristics to predict adverse outcomes after carotid artery stenting (cas) in 421 pts who underwent 429 cas procedures. Reportedly, there were two periprocedural deaths, and an add'l six pts died less than or equal to 30 days following implant. Seven of the eight deaths had a periprocedural stroke, and died from hemorrhagic conversion of their infarct or from other sequelae of their periprocedural infarct (less than or equal to 24 hrs); thus most deaths were stroke related. The article does not correlate the reported pt outcomes to a specific stent system (specific MFR not identified) and no device malfunctions were described. The article lists the rx acculink system along with 4 other competitor stent systems (boston scientific wallstent, cordis precise, cordis smart and endotex nextstent) used for the carotid stenting procedure. However, not in all pts and embolic protection (epd) device was used and in others epd and stent selection was at the physician's discretion. Though requested, no add'l info was available.

Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: michael s. Makaroun, md, shariq sayeed, md, stephen f stanziale, md, mark h wholey, md; titled: "angiographic lesion characteristics can predict adverse outcomes after carotid artery stenting." Journal of vascular surgery 2008;47:81-7.